Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak and valve actuation test. The load cell verification was within tolerance. The internal inspection showed that there was dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. The mushroom head check passed. The cycler tested negative for glucose. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short of the transformer on the inverter board. The cycler was refurbished following the evaluation.

Manufacturer narrative:
Additional information and clinical investigation: correction: plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak and valve actuation test. The load cell verification was within tolerance. The internal inspection showed that there was dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. The mushroom head check passed. The cycler tested negative for glucose. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
Additional information: additional information was received from the peritoneal dialysis nurse (pdrn) on (B)(6) 2019. The pdrn could not provide any documented information or confirm the cause of death. There are no records available at the peritoneal dialysis (pd) clinic as the patient was not a fresenius patient. The pdrn stated the patient was very sick with low heart rate but unable to confirm the cardiac issue. Additional information and records were requested but to date has not been provided. Clinical investigation: the available information, which included a report that this 85 year old female patient expired (B)(6) 2019, was reviewed. The patient was very sick and in the intensive care unit (ICU). The pd (peritoneal dialysis) nurse stated the patient was very sick with low heart rate but unable to confirm the specific cardiac issue as there are no patient records available at the clinic. The pd nurse also confirmed the death was not related to pd therapy, the liberty select cycler or any fresenius product(s). No further information was available. The cause of death is due to unknown cause, however, the patient has a history of cardiac issues (unspecified). There is no allegation of a device malfunction or deficiency reported for this death.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: the available information, which included a report that this (B)(6) female patient expired (B)(6) 2019, was reviewed. The patient was very sick (unspecified) and in the intensive care unit (ICU). The registered nurse (rn) stated that the patient death was not related to pd therapy, the liberty select cycler or any fresenius product(s). The cause of death is due to unknown cause, however, the patient has a history of cardiac issues (unspecified). There is no allegation of a device malfunction or deficiency reported for this death. Therefore, the completion of a clinical investigation is not warranted at this time.

Event description:
A registered nurse (rn) contacted fresenius technical support stating that a patient expired during peritoneal dialysis (pd) treatment. The rn stated that the machine did not alarm. Upon follow-up, it was reported the patient was very sick (unspecified) and in the intensive care unit (ICU). The registered nurse (rn) stated that the patient death was not related to pd therapy, the liberty select cycler or any fresenius product(s). The cause of death is due to unknown cause, however, the patient has a history of cardiac issues (unspecified).

Manufacturer narrative:
Correction: patient identifier.